Event description:
Small round object came off of the synchroseal articulating joint. Small screw near the distal end of the synchroseal (one picture shows attached, 2nd shows missing). Intuitive rep, morgan egan, was present during the incident. Synchroseal and packaging sent to materials to be returned for evaluation.